Event description:
It was reported that the pump battery could not be charged. There was no reported adverse impact to customer's blood glucose. Customer changed the usb cable and wall adapter to resolve the issue. Pump began charging. No further assistance was required.